Event description:
A hemodialysis user facility reported the following: drop of blood noticed on the bottom of pane at start of treatment. Lines inspected as to its source. Heparin line inspected and fell off in my hand. Blood loss approx. 200ml. Stopped blood pump and lines clamped. This facility was contacted for further info on this event. It has been learned this event occurred at the start of the treatment. Once the event occurred, a new set of lines were used to complete this treatment without further incidence. The sample is available for eval. Reportedly, this pt is fine with no ill effect from this event.